Event description:
It was reported to philips that the heartstart xl defibrillator would not apply a shock using pads. There was no reported adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.